Event description:
A malfunction on the pump was reported by the caller; however, there was no adverse impact on the customer's blood glucose level. The malfunction, identified as code malf 5, did not recur after the pump was reset. Technical support provided the pump reset information and guided the caller through the process. The customer was instructed to continue using the pump and to call back if the malfunction reoccurs, which the caller acknowledged and understood.